Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a defective/damaged adapter septum. Product defect was noted prior to use. The following information was provided by the initial reporter: in the intracardiac ICU, when unpacking on 6.8, it was found that the septum of the needle was broken.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9232327, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the top disk was pushed into the body. No other damage or defects were observed. Based off the provided photo the engineer was able to verify the reported failure mode. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a defective/damaged adapter septum. Product defect was noted prior to use. The following information was provided by the initial reporter: in the intracardiac ICU, when unpacking on 6.8, it was found that the septum of the needle was broken.